Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: were there any patient consequences? Procedure name? No further information can be obtained for this event, as described in the event description.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture got detached from the needle. No adverse patient consequences were reported. Additional information was requested.